Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development reports the sample was received with some discoloration around the etch on the shaft and top of the head. Minor scratches located on the device are consistent with field usage. The threads, both external on the end that engages the plate and internal that accept the handle, were intact and successfully assembled with the mating parts. No damage visible on the threads. The returned part does not exhibit the complaint condition and was successfully assembled with the mating parts. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a manufacturing perspective.

Event description:
It was reported that, the internal threads on the drill guide stripped, and would not engage the threads. This was discovered while still on the back table. No patient contact reported. Surgeon used another drill guide from another set to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).